Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "machine pressure sensor auto zero failed" error message (1108). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "machine pressure sensor auto zero failed" error message (1108). During troubleshooting, the rse provided the customer with the following instructions, verify pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba), replace the machine auto-zero solenoid (sol 2 and sol 4), replace the da pcba. It was noted that the customer would call back in any additional assistance was required. This investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 29dec2025, 08jan2026, and 15jan2026 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.